Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced leakage. The following information was provided by the initial reporter: I have had a report of a problem with bd venflon pro safety 16g. When the venflon was in-situ in the patients hand with a y giving set attached for an infusion and the injection port giving set open to administer another injection, liquid possibly from the y giving set infusion was coming back out through the injection port. The dr reporting this has been using these for a number of years and not seen this before but has experienced it 2 or 3 time in recent weeks. I do not have information on what other batches have been affected but it has been different size venflons.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the material number and lot number are unknown. CAPA#1379444 was initiated.

Event description:
It was reported that the unspecified bd venlon pro safety catheter experienced leakage. The following information was provided by the initial reporter: I have had a report of a problem with bd venflon pro safety 16g. When the venflon was in-situ in the patients hand with a y giving set attached for an infusion and the injection port giving set open to administer another injection, liquid possibly from the y giving set infusion was coming back out through the injection port. The dr reporting this has been using these for a number of years and not seen this before but has experienced it 2 or 3 time in recent weeks. I do not have information on what other batches have been affected but it has been different size venflons.